Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out. The blood glucose reading was 251mg/dl. The caller stated that she accidentally dropped the insulin pump on the bathroom floor. Troubleshooting was performed. The drive support cap was sticking out, and she pushed it back in while staying on the phone. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.